Event description:
It was reported that a bd insyte autoguard bc shielded IV catheter had packaging adhesive failure. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
DHR-the lot number was built on afa line 9 from (B)(6) 2016 thru (B)(6) 2016. Packaged on packaging line 11 from (B)(6) 2016 thru (B)(6) 2016 and (B)(6) 2016. Review of DHR revealed all required challenge samples and testing was conducted per specifications and in accordance with the in-process sampling plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Received 2 iag bc 18ga packages from lot number 6235794. Visual evaluation: the received packages were received partially open at both ends. All units: the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect seal strength are seal transfer/width and top web glue. Both of these variables were included in the investigation. Even though the packages were received partially opened, all the process characteristics that directly influence the seal were observed to be within specification. No anomalies were found. Supplier oliver-tolas (ot) uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to ot. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. (B)(4) was initiated to address the issue of open seal complaints. Tasks associated with the CAPA plan have been completed.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had packaging adhesive failure. There was no report of exposure, serious injury or medical intervention.